Manufacturer narrative:
Patient weight is not available for reporting. Additional codes: jey, gxr. (B)(4). Device was not implanted or explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4) manufacturing date: 10.jun.2015 expiry date: 01.jun.2025 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 72563/ 7969583 was manufactured in us. Part #: 04.503.104.20, lot#: 7969583 (non-sterile) - ti matrixneuro screw self- drilling 4mm. Qty: (B)(4). Manufacturing location: monument. Manufacturing date: 07-apr-2015 (B)(4) pieces split from (B)(4) at operation 80-pack/label operation. (B)(4) pieces were released to the warehouse on 08-apr-2015. Inspection sheet- inspect dimensional final inspection no: (B)(4) met inspection acceptance criteria. Component part 21015 lot 7821191. Raw material rework inspection and certificate of test received from (B)(4) meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported during a cranioplasty procedure on (B)(6) 2017, while inserting a matrixneuro screw into the patient¿s skull, the screw broke. All fragments were retrieved. A competitor¿s product was used to complete the procedure successfully with no delay and no harm to patient. Patient outcome reported as good. Concomitant devices reported: insertion device (part unknown, lot unknown, quantity 1). This report is for one (1) matrixneuro screw. (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was performed. Only the head of the broken screw was returned for evaluation. The review of the device history records revealed that this implant was manufactured in june 2015 according to the specifications with no non-conformities reported. The screw was made from titanium ingot. The material was checked and found to be acceptable. A dimensional analysis could not be done since features were unobtainable or damaged. Since all the relevant features could not be evaluated no definitive root cause was able to be determined; however the failure mode is most likely a result of a mechanical overloading. No product related issues identified. The following parts were returned as concomitant devices without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed. Concomitant products: 3 x intact matrixneuro screws, 1 x 04.503.023s / 9560012 matrixneuro burr hole cover, 1 x 04.503.021s / 7957849; matrixneuro burr hole cover, 1 x 04.503.024s / 8376847; matrixneuro burr hole cover. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.